Event description:
It was reported that during a mr surgery, when trying to deploy, both implants came out at the same time. No patient injuries or delay reported. Back-up device was available to finish the procedure.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿both implants came out at the same time.¿ t1 was not returned. T2 attached to remaining suture was returned inserted backward into the track of the needle¿s distal tip. The depth limiter was attached. The delivery needle was bent toward the right. The device actuated but would not retract without help due to needle damage. The symptoms are consistent with difficulty with reaching desired anchoring location and probing. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device was confirmed. No further investigation is warranted.